Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that intermittent occlusion alarm occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Reportedly the customer is wearing the infusion set for 4 days, and not allowing piston to retract completely before removing and replacing with new cartridge. Tandem clinical support informed customer that wearing the infusion set for 4 days, and not allowing piston to retract completely before removing and replacing with new cartridge, is off label per the user guide. Customer reloaded the cartridge and allowed piston to retract completely and successfully resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.